Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the contrast/up/down keypad button was hypersensitive to user inputs during testing, it was observed that the ok key contact was inverted, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down/ok/keypad buttons intermittently unresponsive when pressed. The reporter claimed that the keypad is still intact. There was no adverse event associated with this complaint.